Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient symptoms had not improved since implant in (B)(6)2014. She does not think even 50% but it depends on the day. Doctor instructed patient to try different settings on programmer. She does not really use the programmer very much. The patient knows the ins(stimulator) was on though because she can sometimes feel it. The patient never had therapeutic effect. Loss of bladder control was reported. Additional information was received from a consumer. It was reported that the patient had not used for ages and it never worked. The patient thought their problem was that their urethra stretched out and got old. It was noted stimulation was irritating and the patient had it adjusted several times by a manufacturer representative, and it drove the patient nuts. The patient was considering removing it. The patient would follow up with their healthcare provider (hcp) to discuss next steps. No further complications were reported/anticipated. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.